Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure when the device was open and on the sterile table telemetry loss occurred. Initially telemetry was not recovered and re-interrogation was needed. The device was able to be successfully interrogated and implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.